Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical service contacted the customer and provided the instruction for use (IFU) along with additional educational material. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the unspecified bd vacutainer® urinalysis preservative plus urine tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "we are about to receive urine samples collected using the bd vacutainer® urinalysis preservative plus urine tubes, and want to know if you have any published validations for the arkray (ax-4030), beckman coulter iq200 elite and aution eleven 4022? I would like to add that we did our little study and the chemistry part is giving consistent results at t0, t24, t48 and t72. However, the microscopic results are not holding after 24 hours. " additional information: on (B)(6) 2021, spoke with the customer. She is getting excellent consistency with the analyzers at all time frames, but not with the microscopics with the rbcs. The others, such as wbc, bacteria, yeast, and casts are relatively consistent. She did 14 samples and found that with the rbcs, the results were not within the 1+ /- variation, for example at t0 = 46; at t24 = 1. This example was similar to the other 13 samples tested for rbcs. She will contact beckman to see if they have any studies on the microscopics for rbcs.